Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 and a4: patient weight and gender were requested, information not yet provided. Serial number of coring knife was reported as unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife initially used in the operating room was having trouble cutting the tissue and was reported as dull. No consequences to the patient were reported but the surgeon had to use a surgical knife to clean the core.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife could not confirm the reported event of difficulty cutting during implant. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife was returned with the coring knife handle attached. The blade cap was also returned detached from the knife. The coring knife was in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. The majority of the blade also appeared to be covered in rust. Microscopic inspection of the coring knife was performed, and areas of rust were observed on the knife and blade edge, consistent with fluid contact during the patient's implant surgery. Further microscopic inspection of the blade edge revealed imperfections; however, a cut test was performed with the returned coring knife and a silicone material, and the knife was able to cut through this material without issue. The knife functioned as intended. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.